Event description:
A caller reported an error with their continuous glucose monitor, specifically cgm error 42. There was no adverse impact to the customer's blood glucose level. After receiving instructions from technical support, the customer was guided through a pump reset process, which resolved the issue, and they successfully started their sensor session.